Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to an electrical/electronic component problem. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer did not report a malfunction. During inspection of bronchovideoscope, it was found the charged coupled device (ccd) image flickers when angulating. There was no patient involvement.